Manufacturer narrative:
The primary reported complaint of the thermogard xp ivtm system (sn (B)(4)) displayed tcm ID:06 (ce post failure) error message was confirmed during event logs review but not confirmed during the initial functional test. The secondary reported complaint of the console displaying tcm ID: 08 (coolant temp low) error message was reproduced during functional testing and confirmed during review of the event log. The root cause for the reported complaints was due to a defective pic-16 pcb due to normal wear and tear. The thermogard xp ivtm system was manufactured in 30 october 2012 and is over 7 years old, past its expected serviceable life of 5 years. No physical damage was observed on the returned thermogard xp ivtm system during visual inspection. The event log review revealed tcm ID:06 error and tmc ID:08 on the reported event date. . To address the reported errors, the pic-16 pcb needs to be replaced. Evaluation of the console revealed a tcm ID:08 error message during functional testing. To address the reported error, the pic-16 pcb needs to be replaced. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4)) displayed tcmid :06 (ce post failure) error message. Error was cleared by rebooting the console. After a few hours, the console displayed another tcmid: 06 error message and was cleared by rebooting the console. Following this, coolant was replaced and ivtm was restarted. However, the console displayed tcmid:06 and tcmid:08 (coolant temp low) error messages. The console was replaced with another thermogard console to continue with the ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.